Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device and as a result, the customer was unable to obtain and manage their glucose levels as well stating that the glucose alarm did not sound. Furthermore, due to the adc device issue, the customer experienced symptoms of hypoglycemia in the 40's and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp/wife) who provided glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Sensor was activated with known good reader. Signal and sound icons are shown as activated and waited for few minutes to ensure that there was no disruption in the ble connection between the devices. Reader was connected to the software and isf (interstitial fluid) command was sent. Ble packets were downloaded and attached. Isf log timestamp was matched reader time setting. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) values were present. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device and as a result, the customer was unable to obtain and manage their glucose levels as well stating that the glucose alarm did not sound. Furthermore, due to the adc device issue, the customer experienced symptoms of hypoglycemia in the 40's and was unable to provide self-treatment. The customer had contact with a non-healthcare professional (non-hcp/wife) who provided glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.